Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary solution set was involved in a no flow incident. This occurred during patient infusion of acetaminophen through the secondary line and normal saline through the primary line. 27 minutes after the acetaminophen infusion was initiated, it was found that no acetaminophen was delivered. It was found that 100 cc of normal saline had been infused instead. The set was being used with a non-baxter pump, a non-baxter primary set, and a 16 to 18 gauge catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.